Event description:
It was reported to vyaire medical that an oxygen issue has occurred on the vela ventilator when the blender was replaced. There is no information of patient involvement as of this time.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10.result of investigation: vyaire field service representative (fsr) evaluated the device on-site, and found that the gas was leaking from nebulizer, and cannot supply above 21% o2 when set higher. The blender was then replaced but it was still leaking and o2 was unable to be set above 21. The main button was also not accessible/will not click, therefore calibrations cannot be completed. Multiple restarts were tried and multiple stylus like objects with no luck. Touch works everywhere but ""main"" button area. The front panel was replaced but issue continued. O2 supply pressure calibration which fails at 0 point was then unable to complete. The o2 inlet value at 40-80 psi (climbs up and down randomly) with no gas connected. After discussion with technical support, it is recommended the unit is sent into the depot for evaluation.